Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced feeling incoherent and confused and eventually experienced vomiting. The cgm reading at that moment was high but not specified. An ambulance was called, and when a fingerstick was taken the blood glucose reading was 480 mg/dl. The cgm reading was not known. The patient was taken to the hospital where they were treated with intravenous fluids, anti-nausea medication and insulin. A CT was done of the abdomen to rule out any abdominal complications. The patient was discharged after 8 days. When the patient arrived home the cgm reading was 248 mg/dl and the blood glucose reading was 170 mg/dl. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. It has been reported that there was a difference in readings of 60-100 points. The reported glucose values fall within the b zone of the parkes error grid when the patient arrived home. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.